Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be cardiac arrest. The patient was hospitalized prior to death for an unrelated event. It was reported that an autopsy was not performed. It was reported that therapy had been discontinued prior to the patient passing away. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. An internal and external inspection was performed and no issues were noted. The device passed functional testing. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.